Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The gastrointestinal videoscope exhibited foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material in the air/water channel and air/water cylinder were confirmed. Based on the results of the investigation, the type of material and root cause could not be identified. It was unknown whether there was deviation from the instruction for use (IFU) in reprocessing steps for the area where the foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.